Manufacturer narrative:
Evaluation summary: the tm reverse surgical technique states "seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medical rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior". Due to the lack of operative notes, it is not known if these checks were performed. Attempts have been made to obtain operative notes, however none were received. The supplied x-ray was taken at an angle that obstructs the base plate and glenosphere junction therefore it is unk if the glenosphere was initially circumferentially seated. Cause cannot be definitely determined. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the patient was revised due to the glenosphere disassociating from the base plate. The same glenosphere was repositioned.